Event description:
Reporter stated the buttons on the infusion device work intermittently. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. The buttons were tested successfully and the functionality fulfill the product specification.